Event description:
It was reported that the bd alaris pump module infusion set had leakage. The following information was provided by the initial reporter: during administration, the vent on the line was open and there was liquid coming from the vent. Unsure if chemo or fluid coming from the vent. Additional information received from the customer: please confirm if there is any patient impact or harm caused to the patient due to the incident? No patient impact. Could you please confirm that course of treatment changed due to event? Not changed. Could you please confirm that any exposure to blood/bodily fluid? Unknown. Whether the air vent was closed or opened during infusion? Unknown.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. Device evaluation: a 10010454-0006 product was not available for investigation of (B)(4); the customer confirmed that the complaint sample lot number was not available. The feedback provided by the customer states that," the vent on the line was open and there was liquid coming from the vent". Further information from the customer stated that, the course of treatment was not changed and there is no patient impact. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. Please note that the air vent is designed to allow air into the fluid container when using a glass bottle or semi-rigid container. When inserting the spike and filling the drip chamber, whether using collapsible bags, glass bottles or semi rigid containers, it is important that the air vent cap is in the closed position. However, once the drip chamber is primed the air vent should remain closed when using collapsible bags and open when using glass bottles. Please follow the container manufacturer's recommendations regarding venting of semi-rigid containers. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 10010454-0006 in the past 12 months.